Event description:
It was reported that the patient was expired. It was reported that therapies were inappropriately withheld for an episode of ventricular tachycardia (vt) that was detected by the implantable cardioverter defibrillator (ICD) as supra ventricular tachycardia (svt). The disposition of the ICD remains unknown. Additional information related to the cause of death was requested and not received.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient went to the hospital to have a peak catheter placed for medication infusion. The physician noted that during the procedure, the patient had a ventricular tachycardia (vt) episode in which therapy was not delivered. An external shock was provided, however was not successful. The patient went into cardiac and respiratory arrest and passed away four days later. It was noted that the patient was fragile with many comorbidities.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.